Event description:
The patient had 2 scs leads from the same lot. It was reported the patient was no longer receiving effective stimulation (event date unknown) due to the scs leads migrating (x-rays confirmed) and had previously experienced a fall. As a result, the leads were each explanted and replaced with a different model. Stimulation was restored with the surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.